Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with insulin. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered a bolus via a manual insulin injection and a bolus via the pump. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.